Event description:
Additional information received from the manufacturer¿s representative (rep) reported they looked at the physicians tablet, but there were no sessions available for a six or 12 week period including the date of the request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was seen for a normal programming visit. The manufacturer representative was attending the programming and interrogated the patient¿s device with the samsung tablet. A pop-up warning came up on the screen indicating that the software did not know which group to select. The patient had four groups. There were only 3 of the 4 programming groups available with a checkbox. Rep chose alternative therapy group which was one of the groups named. The patient had come in on sensing group which was deleted upon interrogation. There were no sensing data or events available that were gathered during the previous seven days. An engineer was consulted and said this may be a glitch with the 3.0 software that was on the samsung tablet. The sensing group had to be re-created. Rep had to re-create group that was wiped out. The issue is resolved at time of report. After investigation was done, additional information was received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they didn¿t delete the sensing group, the tablet deleted it on its¿ own.